Manufacturer narrative:
H2) device evaluation: a1-a2 and a4-a6 updated. B5: additional information was received from the reporter that stated there was no patient involvement. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The device was in good physical condition and the pump powered up to an alarm indicating an overdue dose. The alarm was eliminated, pump was calibrated, and software updated. The cause of the customer reported problem was an overdue dose alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming an error code when it was administering a drug. There was unknown patient involvement, and unknown signs or symptoms experienced.